Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked battery tube threads, reservoir tube lip, and case window display corner and scratched screen.

Event description:
It was reported that the customer's insulin pump had numerous cracks in the upper right side of the screen and around the battery compartment. During the call, the caller mentioned that the customer was in the emergency room with high blood glucose over 1000mg/dl, and he was treated with an insulin drip. It was stated that the cannula was bent. The customer's behavior was resistant to help and dementia advancing/not eating and nauseated. No further information was provided.